Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse event of peritonitis, characterized by fever, abdominal pain, and confusion, which required hospitalization and antibiotic therapy. Causality was attributed to a breach in sterility due to the patient¿s failure to wear a mask as instructed. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum (1). Enterococcus faecalis is a normal inhabitant of the human gastrointestinal tract, and peritoneal enterococcal infections are usually the result of a gi contaminant (2,3). Per the pdrn, the serious adverse events are unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications, as evidenced by the devices¿ continued use.

Event description:
On 16/jun/2026, fresenius became aware this male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis "[cc(pd)]" utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2026 due to peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) on (B)(6) 2026 via email confirmed that the patient was hospitalized on (B)(6) 2026 due to abdominal pain, fever (diaphoresis) and confusion. A peritoneal effluent fluid culture (positive for enterococcus faecalis) and cell count (total nucleated cells = >2000) were collected, and he was treated with intraperitoneal (ip) vancomycin 1500 mg every 4 days for 14 days. The patient was discharged home on (B)(6) 2026 and has recovered from the serious adverse events. The patient continued to undergo ccpd therapy while hospitalized and resumed utilizing the same liberty select cycler at home without any reported issues. The pdrn attributed causality to a breach in aseptic technique, as the patient was not wearing a mask as instructed. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.